Event description:
It was reported that intermittent occlusion alarms occurred. During a systems check with tandem technical support the customer found the cartridge was damaged at the o-ring, interrupting insulin delivery. The customer reverted to an alternate method of insulin therapy. There was no reported adverse impact to the customer¿s blood glucose level

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.